Manufacturer narrative:
Section b5: history of outflow graft compression is captured under manufacturer report number 2916596-2022-15368. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for mlp-010652 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management," states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to ethyl alcohol (etoh) induced liver cirrhosis and right heart failure. The patient had outflow graft compression that was surgically repaired on (B)(6) 2022. At that time, the patient presented in biventricular heart failure. The medical team reportedly had trouble managing since. Additionally, they had ongoing etoh use and liver failure contributing to the right ventricle failure and death. The device reportedly operated as expected.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.